Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the pump was exposed to x-ray equipment. The customer contacted their healthcare provider to obtain alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.